Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Valiant captivia stent graft was intended to be implanted during the endovascular treatment of a thoracic aortic aneurysm . It was reported that an artificial blood vessel replacement was performed in the arch artery. During the procedure, the valiant captivia could not advance and failed to reach its intended target position. The valiant captivia reached the site of the previous implanted non mdt graft, but the tip got caught and it therefore could not pass through the j graft for deployment. There was no damage noted to the device prior to unboxing or insertion into the vasculature and the hydrophilic coating was activated. The valiant captivia was then replaced with a non medtronic device. The physician believes that the shaft of the valiant captivia stent graft is too stiff to move forward beyond the non mdt graft. It is thought this because the non mdt stent graft could pass through the previously implanted graft with no issue. No anatomical characteristics contributed to the event. No additional clinical sequelae were provided, and the patient is fine.